Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. Based on the obtained information, it was presumed that torsion and/or tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped possibly by the calcified lesion. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately calcified 80% diffuse stenosis in the proximal to distal om1. An asahi guide wire was advanced through the lcx into the om branch, however, failed to pass the om branch. The guide wire was then pulled out to re-shape the tip when the core wire of the guide wire was found exposed and the coils were missing. The cine showed that the separated tip was remaining in the ri branch. Snaring was successfully performed to retrieve the separated tip. Ivus showed diffuse lcx disease with eccentric plaque at the ostium. A balloon was used to dilate the om to mid lcx at 4-6 atm. The patient developed chest pain during balloon inflation. The cine showed better flow in the om without dissection. The procedure was then terminated because the physician determined that it would be difficult to stent the lcx and the ri branch due to acute angle of the anatomy.